Event description:
It was reported to aesculap ag that a vega knee implant system was implanted during a total knee arthroplasty surgical procedure performed on (B)(6) 2020. According to the complainant, following the procedure, the patient complained of knee pain. The complaint device was not available to be returned to the manufacturer for evaluation. Additional information has been requested, but has not been made available. The adverse event is filed under aag reference (B)(4). Involved components: nx011z - as vega ps femoral comp.cemented f5n l -52462656, nx220 - vega ps+ gliding surface t2/2+ 10mm - 52346119, nn261z - as tibial obturator d12mm - unknown, and nx041 - patella 3-pegs p1 - 52536201.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx054z - as vega ps tibial plateau cemented t2+. According to the complaint description, the vega knee implants provided for a total knee arthroplasty failed and required revision. The doctor alleges the implants did not properly react with the palacos mv with antibiotic cement used for fixation. Also, the patient complains of knee pain on the other knee with the same implants. The patient had bilateral knee replacements on the day of the initial surgery. A right knee revision surgery was necessary.(reported in (B)(4)). Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4).(this report is for left knee pain) involved components nx011z - as vega ps femoral comp. Cemented f5n l -52462656. Nx220 - vega ps+ gliding surface t2/2+ 10mm - 52346119. Nn261z - as tibial obturator d12mm - unknown. Nx041 - patella 3-pegs p1 - 52536201.